Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the AED not powering on. Analysis of the AED's log files identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. The battery pack associated with this complaint was not returned and thus the root cause could not be determined.

Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.